Event description:
(B)(6) is claiming the equate interdental brushes are very loose and are breaking. Refused to provide personal information. Phone call: the head breaks off in between her teeth while she's using them. She's these kind before and these have changed.